Event description:
Patient underwent surgical procedure on (B)(6) 2016 of arthroscopy left knee and open medial patellofemoral ligament reconstruction. During the surgery an implant documented as "arthrex npfl implant system was used related to her anterior tibial tubercleplasty and patellofemoral ligament reconstruction with 2 screws placed in order to maintain the graft in its medial position. No complications were documented. On (B)(6) 2017, documentation from the orthopedic surgeon revealed the patient was in for a follow up and was having pain and tenderness right over her tibial tuberosity transfer, upon x-ray of her knee the results revealed in lateral view some slight prominence of one of her screws that could correlate with her tenderness. On (B)(6) 2017 the patient presented to the hospital for surgical procedure of "arthroscopy of her knee, synovectomy and removal of deep implants in proximal tibia under general anesthesia. The surgeon documented that the distal most screw was identified by palpation and patellar tendon split allowed removal of that screw without difficulty. The second screw was identified more medially and also removed without any difficulty. The patient had no reported complications.